Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The instrument was returned with the top movable jaw broken off at the pivot point. There was no evidence of corrosion observed on the fractured surface or elsewhere on this instrument. The cutting edged of bottom jaw appear worn, dull and slightly damaged. The instrument is 5 yrs old and indicates excessive use (metal surfaces are scratched/worn). The exact manner in which jaw breakage occurred could not be fully determined; however, it is suspected that excessive force was applied to the instrument to compensate for the dull cutting surfaces and resulted in breakage. There were no other anomalies including metallurgic defects noted on this instrument. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Medwatch report explained that the neurosurgry resident was using the straight micro pituitary rongeur for grasping tissue, when the tip part of the instrument (approx 1 cm) broke off inside the pt. Both the resident and the attending surgeon unsuccessfully searched for the broken piece immediately. They then continued with the operation. A t the end of the surgical procedure, the missing part was again visualized in the back of the throat via fluoroscopy. Fluoroscopy was performed intermittently during the case. The anesthesia team then attempted to retrieve the missing part of the instrument unsuccessfully. The missing part continued down the esophagus. Fluoroscopy and x-ray confirmed the location of the piece in the stomach.